Event description:
Ref # imp. (B)(4).

Manufacturer narrative:
Medical review on (B)(6) 2013: seriousness: serious (considered serious due to requirement to conduct intervention to prevent permanent impairment). Expectedness: unexpected USA. Causality, latency - possible. Recognized association - no. Alternative etiology - this is an incident in which during the insertion, the needle breaks in patient's mouth and require the intervention of an oral surgeon to remove the needle. The patient recovered without any sequelae. Stress during intervention and possible involuntary movement of the patient are not excluded. Incident assessed not related to device. Dechallenge - na, rechallenge - na. Concluded causality: not related.